Event description:
The customer stated that he received a high blood glucose reading of 244 mg/dl using his contour meter. He also alleged that he performed a control test and received a result of almost 300 mg/dl. The normal control range was not available as the customer did not have his test strips at the time of the call, but it should be around 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.